Manufacturer narrative:
Concomitant products : 6935m-62 lead, implanted: (B)(6) 2016, 1458q-86 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead dislodged. The threshold was increased and varying positionally, and a chest x-ray revealed less slack. The lead was repositioned and remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event. It was also reported that the device descended in the pocket, which may have caused the lead to pull up and lose redundancy. The device remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.